Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-04345, for the associated device info. It was reported to boston scientific corp that two speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first device would not deploy the band. The physician removed the device and scope. The device was tested while outside of the pt and it took one and a half clicks to deploy a band. The pt was re-scoped and a second speedband superview super 7 multiple band ligator was used. A band was deployed, but the band fell off of the varices. Using the same device, another band was deployed. Two bands deployed at the same time. The procedure was completed with this second device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.